Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012421132); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0012508011); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the first deployment of the valve appeared constrained and was partially recaptured. The second deployment was positioned too deep and was also partially recaptured. The third deployment was positioned too shallow and subsequently partially recaptured. The fourth and final deployment was positioned 6mm on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc), with the valve appearing constrained. Post-dilatation was performed using a 21mm non-medtronic balloon. Commissural alignment was achieved, and the patient developed left bundle branch block (lbbb). A mild paravalvular leak (pvl) was observed, with a gradient of 5mmhg.